Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros thermofisher mas omnicore control, lot: ocr2608, tested on a vitros xt 7600 integrated system. The vitros na+ results were higher than expected when compared to the expected established targets for those mas controls. The most likely assignable cause of the event is an instrument related performance issue. Diagnostic vitros na+ within-run precision testing was not completed due to instrument condition codes. The customer performed an auto-centering adjustment and acceptable vitros na+ precision results were obtained following the adjustment. Historical mas quality control results were also unacceptable within the timeframe of the event, which exhibited within-lab imprecision. This within-lab imprecision was likely caused by the instrument related performance issue resolved by the auto-centering adjustment.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros thermofisher mas omnicore control, lot: ocr2608, tested on a vitros xt 7600 integrated system. The vitros na+ results were higher than expected when compared to the expected established target for the mas controls. Vitros na+ slide lot: 4287-1167-4622 mas level 1 na+ results of 146.2, 146.9 and 136.9 mmol/l vs. The expected result of 120.33 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros na+ results that met potential health and safety criteria were obtained from non-patient quality control samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).